Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed. T:slim user guide indicates pump is to be used with individuals 12 years of age and greater. Pt is (B)(6).

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels (475 mg/dl) and diabetic ketoacidosis. Customer was treated with insulin and released from the hosp on (B)(6) 2015. Troubleshooting was performed and pump passed delivery system check.